Event description:
Reference MFR reports # 1627487-2013-05145 and 1627487-2013-05146. The patient has two leads (from the same lot). It was reported the patient is experiencing heating and discomfort at the ipg site while recharging. It was also reported the patient is not receiving pain relief from stimulation. Reprogramming attempts have been unsuccessful. Surgical intervention is pending to address the issues. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in a field advisory and correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.